Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen went black during use and the device stopped working, consistent with a loss of display function and loss of device function, and a replacement pump was arranged. Symptoms included none reported. Outcomes included no reported clinical impact, no alerts or alarms, and continued cgm use via dexcom app or receiver. Investigation included customer support assessment and logistical review of shipment and return. Investigation of this device revealed a suspected display or electronics failure affecting screen visibility and overall device operability; the original device is pending return for further evaluation. The device was placed under direct light where it was determined that the display was outputting an image, but the backlight was not powering. This resulted in what appeared to be a black display in normal lighting conditions. This has been determined to be an issue with the u16 backlight controller chip on the mainboard.